Event description:
It was reported that a pump declared an altitude alarm. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl. The customer did not report the issue previously with the same pump. Although the insulin was not suspended due to the alarm condition, a cartridge replacement was needed to resolve the issue. Technical support provided tips for preventing future altitude alarms, and the customer acknowledged understanding. The pump resumed normal operation afterward.